Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2011. Revision of left shoulder components due to loose and symptomatic humeral prosthesis. Surgeon states event is unlikely related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.